Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps odell woods reported sawblade getting power outside haptics. This is the 2nd incident that this is occurring. The first incident is captured under pr# (B)(4); tka. Resolution: upon arrival I could not duplicate the described problem. I did find a faulty mics hand piece. Instructed mps to order a new mics handpiece. I replaced the cpci assy to try and isolate the problem the mps described. Completed a tka sawbone with no issues to prove the system is working. Update: patient was under anesthesia. Case was completed manually.

Event description:
Gsp 166864: mps (B)(6) reported sawblade getting power outside haptics. This is the second incident that this is occurring. The first incident is captured under pr# (B)(4); tka resolution: upon arrival I could not duplicate the described problem. I did find a faulty mics hand piece. Instructed mps to order a new mics handpiece. I replaced the cpci assy to try and isolate the problem the mps described. Completed a tka sawbone with no issues to prove the system is working. Update: patient was under anesthesia. Case was completed manually.

Manufacturer narrative:
Reported event: it was reported that the robot went out of haptics, as a measure mics was replaced. Product evaluation and results: visual inspection: visual inspection revealed no physical damage of unit. Dimensional inspection: dimensional inspection was not completed. Reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece was tested in the handpiece test (qip0243) and failed. The motor did not spin during the test. Screenshot is attached. Product history review: device history records indicate 25 devices were manufactured under lot k09gr and 25 including 4202041 were accepted into final stock on 05/01/2017. No non conformance were identified during the process. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot number k09gr shows 08 additional complaints related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the alleged failure mode was confirmed to be electrical issue, the mics failed the functionality test which lead to abnormal behavior of the robotic arm. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.